Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the main body wad flooded and cracked. The head side of the cable had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd camera head had a black endoscopic image after it as reconnected multiple times. The issue was found during inspection for use and it was completed with a similar device. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
Correcting that there was no device malfunction to the image failure being confirmed. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. It is possible that the image was not displayed due to communication failure as a result of water immersion in the cable from the cracks on the device's main body. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.